Event description:
Fluid could not be flushed through IV due to failure with extension tubing. Manufacturer response for set, administration, intravascular, ext¿ stabilized extension set with nearport¿ IV access (per site reporter). Emailed manufacturer and they issued case number.